Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were visited emergency room for high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 with 23 mmol/l blood glucose value. The customer was treated with fluids potassium. Customer did not report symptoms related high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).